Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's reservoir compartment opening was damaged. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated reservoir compartment and battery cap area was cracked. Customer stated that reservoir seems loose in the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with cracked battery tube threads and broken half of reservoir tube lip, however test reservoir able to lock or click into place properly.